Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. The root cause could not be determined. Additionally, it was reported that calibration was not performed correctly and treatment was based off of cgm values. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area. The user's guide also states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's step mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported that the cgm displayed a value of 264mg/dl and the bg meter displayed a value of 137mg/dl. Patient was admitted to the emergency room. Patient's cgm was displaying approximately 200mg/dl and bg meter displayed 30mg/dl. Patient's step mother did not know what treatment was given. Additionally, the patient's father stated that the patient may have dosed based off of the cgm values. Patient's father further reported that he took the patient to two additional doctors and also spoke on the phone to a third doctor. Calibration of the device was not performed correctly. No additional event information was provided.